Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that two days post implant, there was a pacing and sensing problem on the atrial channel. During the initial implant, fluoroscopy showed that lead insertion into the connector was not complete. The physician suspected a problem with the atrial setscrew.